Manufacturer narrative:
Device evaluation: result - a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6076770. This lot number was built from march 16, 2016 thru march 19, 2016. It was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Bd received one used iag 22ga unit and an opened package from the lot number 6076770. The unit consisted of the needle/safety barrel assembly. The catheter/adapter assembly was not returned for evaluation and testing. A visual/microscopic examination was performed. It was observed that the needle was not retracted into the safety barrel and the button was not depressed. Cured adhesive had adhered to the outer wall of the hub and flowed down behind the white button. A functional test (needle retraction) was performed. When the button was depressed the needle did not retract into the safety barrel. Conclusion - the defect of needle retraction failure was confirmed with the returned unit as the needle did not retract within the safety barrel with the functional test. The cured adhesive observed on the outer wall of the hub was physical evidence to confirm and support the manufacturing process related issues for the defect. Corrections actions were initiated to redesign the adhesive fill station. This was implemented august 8, 2016, which was after this lot was built.

Manufacturer narrative:
(B)(4). Device evaluation: a sample is available for evaluation but has not been received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the suspect device failed to retract.